Event description:
The stent would not cross the lesion. When they attempted to remove the stent they found the strut was flared. This would not allow the stent to pass through the guide catheter. The balloon was inflated just enough to provide the necessary pressure to grip the stent. The entire setup was removed as one. There were no complications attributed to this event.